Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump did not alert customer when she was low. Customer stated there was an event that pump did not deliver anything in an hour, which was a little inconvenient for customer since the pump will double its delivery in the next hour which will make her readings more wacky. No harm requiring medical intervention was reported. The device will not be returned for analysis.